Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. We are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that fever had occurred. During the concomitant atrial fibrillation ablation with the farapulse pfa system and laac with the watchman system farawave was selected for use. It has been mentioned that patient had fever after procedure. Augmentin was given. Chest x-ray on next day of procedure showed right lower zone and perihilar haziness. Patient was hospitalized for observation. The product is not expected to be returned. It was further reported via additional information: chest infection had occurred. Tazocin was given. Rhinovirus and enterovirus were detected in nasopharyngeal swab on (B)(6) 2026. The chest x-ray was taken on (B)(6) 2026, which showed right lower zone and perihilar haziness. Patient had cough with sputum. Fever was down on (B)(6) 2026. Augmentin was given. Patient was discharged on (B)(6) 2026.